Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device had an unknown malfunction was confirmed. An assessment was performed and it was observed that the device failed tests for check for smooth running, and check gripping power function. It was further observed that the attachment was making a grinding noise while running and had rough rotation, the seals and clamps were worn out, and would not hold a 0.6mm wire during drilling in wood, some corrosion was found on the bearings, and other units bearing was damaged. The assignable root cause of these conditions was determined to be component wear form normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the quick coupling device had an unknown malfunction. During in-house engineering evaluation, it was observed that the device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.